Event description:
It was reported "the user felt a strong resistance when inserting the swg through the catheter, outside of the patient's body". It was reported the issue occurred prior to insertion. No patient involvement reported.

Manufacturer narrative:
Qn#(B)(4). The customer returned a single swg inserted into an s-l PICC catheter and lidstock for evaluation. The guide wire was observed to be bent at its proximal end and contained one kink in its body. The distal j-bend was intact. Microscopic examination confirmed both welds were present and were observed to be full and spherical. The returned catheter was slightly bent along the catheter body. After the catheter and swg failed functional testing, a cross section was taken at the distal end of the catheter juncture hub. This revealed that the inner diameter of the catheter at the juncture hub was out of specifications. The kink in the guide wire was located at 802 mm from the proximal end. The overall length of the guide wire measured 1002 mm, which is within the specification of 994-1013 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.885 mm, which is within the specification of 0.86-0.90 mm per guide wire product drawing. The catheter body measured 730 mm from the distal tip to the juncture hub, which is within specifications of 700.1-750.9 mm per catheter graphic. The od of the catheter body measured 0.06755", which is within specifications of 0.0655-0.0705" per catheter body extrusion graphic. The inner diameter of the catheter was measured at the cross section taken. The inner diameter measured 0.034", which is not within specifications of 0.0375-0.0425" per catheter body extrusion graphic. The guide wire was advanced through the returned catheter to functionally test the guide wire. The guide wire encountered resistance at the catheter juncture hub. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and catheter and no relevant manufacturing issues were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested. Although the incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire." The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed one kink along the guide wire body. The catheter extrusion did not meet the dimensional requirements at the juncture hub. Based on the sample received manufacturing caused or contributed to this complaint event. A non-conformance was initiated to further investigate this complaint issue.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "the user felt a strong resistance when inserting the swg through the catheter, outside of the patient's body". It was reported the issue occurred prior to insertion. No patient involvement reported.